Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for an m31 air detected in cassette warning which occurred on 20/apr/2023. When technical support had the patient power on and close the clamps to take the cassette out of the cycler, the patient saw that the solution bag white clamps that were not in use were open and not closed as they should have been. No fluid leak was discovered. During follow-up the patient reported that they tested positive for peritonitis after going to the clinic for drain pain. Additional follow-up received on (B)(6) 2023 which confirmed the patient presented to the outpatient dialysis unit on(B)(6) 2023. A peritoneal effluent fluid culture and cell count (wbc = 848 u/l) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 4 days for 14 days, and cefepime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for growth (organism not provided), and the patient¿s cefepime was discontinued. According to the peritoneal dialysis registered nurse (pdrn), the cultured bacteria is commonly attributed to a touch contamination event. The patient is recovering from the events and will complete the course of antibiotics on (B)(6) 2023. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.